Event description:
A user facility reported to olympus the evis lucera bronchovideoscope had defects on the bending section. Upon inspection and testing of the customer returned device, it was observed that the coating was peeling at the insertion part. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The repair center found the angle wire was too long and damages due to physical stress. As the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 17 years since the subject device was manufactured. Based on the results of the investigation, the cause of the coating peeling at the insertion part likely occurred due to physical stress from user handling. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.